Event description:
Bed ridden for a few days after her fall and currently disabled [bedridden] , fallen [fall] , fallen and hit her head [head injury] . Case narrative: initial information received on 07-nov-2023 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: (B)(6). This case involves a 81 years old female patient who had fallen, and hit her head and bed ridden for a few days after her fall and currently disabled while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection of strength: 48 mg/6 ml in right knee (with an unknown dose, frequency, route, batch number and expiry date) for unilateral primary osteoarthritis in the right knee. Information on batch number was requested. On an unknown date (latency: unknown), the patient reported that she had fallen recently(fall) and hit her head (head injury) and was currently disabled. She also stated that she was bed ridden for a few days after her fall (bedridden) and had to use heating pads on her knees as treatment. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for all the events. At time of reporting, the outcome was not recovered / not resolved for all the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events seriousness criteria: disability for bedridden. A product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available, and ptc was set in process. Additional information was received on 06-nov-2023 by quality department from other health care professional: ptc number added. Strength added; text amended.

Event description:
Bed ridden for a few days after her fall and currently disabled [bedridden] fallen [fall]. Fallen and hit her head [head injury]. Case narrative: initial information received on 07-nov-2023 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6) country: united states study title: sanofi patient connection. This case involves a 81 years old female patient who had fallen, and hit her head and bed ridden for a few days after her fall and currently disabled while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection of strength: 48 mg/6 ml in right knee (with an unknown dose, frequency, route, batch number and expiry date) for unilateral primary osteoarthritis in the right knee. Information on batch number was requested. On an unknown date (latency: unknown), the patient reported that she had fallen recently(fall) and hit her head (head injury) and was currently disabled. She also stated that she was bed ridden for a few days after her fall (bedridden) and had to use heating pads on her knees as treatment. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for all the events. At time of reporting, the outcome was not recovered / not resolved for all the events reporter causality: not reported for all the events. Company causality: not reportable for all the events. Seriousness criteria: disability and intervention required for bedridden. A product technical complaint (ptc) was initiated on 06-nov-2023 for synvisc one. Batch number; unknown global ptc number: (B)(4). Sample status of ptc was not available, and ptc stated preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em 08nov2023). Investigation (em (unspecified abbreviation)15nov2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on 15-nov-2023 with summarized conclusion as no assessment possible additional information was received on 06-nov-2023 by quality department from other health care professional: ptc number added. Strength added; text amended. Additional information was received on 15-nov-2023 by quality department from other health care professional: ptc details added. Text amended.